Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed to convert ventricular tachycardia. The physician has decided to upgrade the system to a high energy device after performing defibrillation testing.